Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 on the main was failed and was not detected on bus. A field service engineer (fse) used the hardware test application to eject all pockets in drawer 4.2 and cleaned the contamination from around and beneath them, then reseated all the row ribbon cable connections to their trays, and in addition, seated row ribbon cable connections to their controller boards, and tightened all associated latch mount and catch screws, after that all the services were restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed repeatedly and error displayed device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.